Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functionality testing, stress testing and ECG signal testing without duplicating a malfunction to the device. Visual inspection of the electrode pads returned found that one of the high voltage wires appeared to be cut. It is not known if this damage occurred during use or after. Review of the device logs does appear to show the device worked flawlessly upon replacement of the electrodes for the remainder of the case. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Did not indicate that there was any adverse effect to the patient due to the reported malfunction.